Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that they were having difficulty charging as it was taking too long to charge. The patient also reported poor coupling and that they had been charging too often. It was noted that the patient has two rechargable implantable neurostimulators (inss). The patient stated that the charge on their devices last only for 2-3 days and that if they don¿t use the recharger for a week, then the ins would be dead. The patient mentioned that their previous devices lasted for nine years and that they had no problems with charging. When the patient notified a manufacturer representative about the issue, they were told that the type of battery had been changed as the patient now has a different model. The patient also reported that it would take them 10 minutes sometimes to find coupling bars. They stated that they can find them but when they look on the screen the bars would be empty, so they would have to continue moving the antenna. Later on the call, the patient stated that the coupling bars were always empty and that they¿d have to move the belt 15-20 times. On the date of this report, it took the patient over an hour to ¿find the right spot.¿ the patient reported that it had been taking them 10-12 hours to recharge the ins and that the issue is for both devices, which was why they didn¿t use the second device that much. It was noted that the patient had their second device off and would have their healthcare provider (hcp) increase their pump to try to make up for it. The patient also stated that they are thin and could feel that the ins was raised way up, but when they put the recharger on top of the ins it wouldn¿t connect like the previous device did. It was noted that the issues started about a week after the patient was implanted on (B)(6) 2014 and had been getting worse. Troubleshooting steps were performed during the call and resolved the issue. It was reviewed how the number of efficiency bars would affect recharging time, and that the patient should place the recharger one inch below the incision. Adhesive discs were ordered for the patient as it was suggested that they could them to keep the antenna in place. Indication for use is spinal pain.